Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there is a fluorescent yellow/ lime colored exudate being noted during the kendall amd use. Additional information received from the customer stated that the colored exudate was the result of patient using his own mixture for moisturizing. The patient has a positive pseudomonas swab result, and he is taking oral antibiotics.

Manufacturer narrative:
Additional information: h6 - type of investigation; investigation findings; investigation conclusions. Investigation summary: a review of the product history was not performed during this investigation as the lot number was not received with the complaint. All device history records (dhrs) are reviewed by quality assurance prior to release. If there are discrepancies in the DHR, they are investigated as per the non-conformance procedure and this information is added to the ncr database. Photo samples were received, however without the product lot number or additional information, we are unable to conclude on a definitive root cause. The lot number is imperative in determining if the product has reached the shelf life of 60 months. Additional information would be needed to come to a better conclusion such as the length of time the dressing was used, and the type of wound the dressing was used on, was the dressing left on longer than specified on the labeling or than the wound dictates. There is always a chance that the wound care dressing did not best match the needs of the wound but without any additional information on the patient or wound, we will not be able to come to a conclusion. If additional information is provided at a later date, the complaint will be reopened and updated as required. No further actions are required at this time. This compliant will be used for tracking and trending purposes.

Event description:
The customer reported that there is a fluorescent yellow/lime colored exudate being noted during the kendall amd use. Additional information was received from the customer stated that the patient had the moisturizer applied on the intact skin. The kendall amd was applied to wound bed. The fluorescent color was noted on the kendall amd dressing when it was removed from the wound bed. No signs of infection were noted by the customer. Oral antibiotics were commenced following positive pseudomonas swab result. No malfunction of the product was observed other than the color noted on the amd dressing.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer.